Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the vessel sealer extend (vse) instrument to perform failure analysis. The vse instrument was found to have a grip ring screw dislodged. The grip ring screw was found inside the housing. Additionally, the vse instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument's jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. Additional finding that not reported by site: the instrument was found to have an extra back-end pulley inside of the housing.

Event description:
It was reported that vessel sealer extend instrument jaws would not open. No known impact or patient consequence was reported.